Manufacturer narrative:
The product's lot/serial number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During a pvc procedure using rf, issues related to the ecc signature not being downloaded resulted in a procedural delay. It was noted that when the viewflex ultrasound was connected to the ensite x amplifier, the catheter did not produce image when switching from the access prove to the viewflex catheter. It was initially suspected that the issue was caused by the catheter. The catheter was replaced with a new viewflex ice catheter, but the issue did not resolve. The catheter was exchanged again, but the issue persisted. It was then determined that the ensite x amplifier did not have the required ecc signature downloaded for the viewflex se catheter, so the ecc was uploaded and the issue was resolved. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: b5, d4, d9, g3, h2, h3, h4, h6, h11 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. However, information from the field suggests that the reported issue was due to the ecc signature not being uploaded prior to the procedure.

Event description:
This report includes updated device information.